Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-23075. Related manufacturer reference number: 2017865-2023-23076. Related manufacturer reference number: 2017865-2023-23077. It was reported that the patient had deceased due to congestive heart failure. It is unknown whether there were allegations that the patient's implantable cardioverter defibrillator system caused or contributed to their death.